Manufacturer narrative:
Analysis received the unit with blank display due to missing battery tube spring. (B)(4).

Event description:
The customer reported via phone call the insulin pump has no contract with battery and has a blank screen. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.